Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 44 mg/dl, which was treated with 10 glucose tablets. The customer stated that by the end of the call, the blood glucose reading had risen to 88 mg/dl after treatment. The customer stated that the insulin pump alarmed weak signal. He reported that the transmitter did not blink when it was connected to the sensor. He observed damage to the connection bridge or pins of the transmitter. Advised replacement of the transmitter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to charge due to damaged pin number five. Unable to perform the functional test due to charge anomaly. The unit was received with contamination pins numbers one through two.